Event description:
It was reported that pump experienced malfunction alarm with malf 9 message, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without malfunction recurring, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer understood.